Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. D4: UDI: (01)gtin is unavailable therefore, the full UDI is currently not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the surgeon contract hepatitis b from this incident? Was any additional medical intervention performed for the sugeron in addition to what was described above? Please describe. What was the tissue condition of the female that underwent the c-section (normal, thin, calcified, fragile, diseased)? Did the surgeon develop any symptoms? Onset date? Any other relevant patient history/concomitant medications for the female that underwent the c-section? Any other relevant patient history/concomitant medications for the surgeon? What instruments were used to grasp the needle? Where was the needle grasped during use? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? What is the surgeon¿s current status? Surgeon¿s name?

Event description:
It was reported that at 10am a patient underwent a c-section on (B)(6) 2024 and suture was used. When the surgeon was performing surgery to suture the fascia layer, the needle tail and suture were broken, and the needle flew directly to the doctor's eyebrow due to the traction force, resulting in bleeding at the puncture site. It was known that the patient was a carrier of hepatitis b virus, which led to the occurrence of the doctor's professional exposure. The surgeon immediately replaced the suture and re suture the patient. The doctor made emergency treatment, immediately squeezed the blood, washed it with flowing water, disinfected it with an'ER iodine, reported it to the infection management department, issued a test sheet for hepatitis b antibody in the internal medicine department, and the laboratory drew blood for test. At 11:51, the test result was issued. The hepatitis b antibody was 167 miu/ml. The liver function and hepatitis b markers were followed up three months and six months after exposure. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: h6 medical device problem code. Additional information was requested, and the following was obtained: after investigation, the patient was a 34-year-old woman who underwent cesarean section in (B)(6) on (B)(6) 2024. The operator used the suture (vcpb1259h) to perform the fascia layer sewing in the way of interrupted sewing. The problem of pulling off suture needle had happened during the sewing. The needle flew to the operator's eyebrow, resulting in a puncture wound. A new suture (with specific product information unknown) was replaced and the sewing was continued. The subsequent surgical operation went smoothly. Since the patient was a hepatitis b virus carrier, leading to the occurrence of occupational exposure of the operator, the operator immediately performed emergency treatment (extrusion of blood, rinsing with running water, and anerdian disinfection) after the occurrence of occupational exposure, reported to the infection management department and issued a hepatitis b antibody test sheet in the internal medicine department. The laboratory department drew blood for test, and issued the test results at 11:51 on (B)(6) 2024. The hepatitis b antibody was 167 miu/ml. The liver function and hepatitis b markers were followed up at 3 months and 6 months after exposure. This event did not cause harm to the patient, leading to needle stick injury and occupational exposure of the operator. No subsequent adverse events were reported.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: did the surgeon contract hepatitis b from this incident? No. Was any additional medical intervention performed for the surgeon in addition to what was described above? Please describe. No. Did the surgeon develop any symptoms? Onset date? No. What instruments were used to grasp the needle? Needle holder. What is the patient's current status? Stable. What is the surgeon¿s current status? Stable. What was the tissue condition of the female that underwent the c-section (normal, thin, calcified, fragile, diseased)? Any other relevant patient history/concomitant medications for the female that underwent the c-section? Any other relevant patient history/concomitant medications for the surgeon? Where was the needle grasped during use? What is the physician¿s opinion as to the etiology of or contributing factors to this event? Surgeon¿s name? Please refer to the event description, other information requested is unknown.